Event description:
It was reported that pump experienced malfunction alarm while pump had been kept in a hot humid bag. There was no reported adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.